Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory determined this product did not meet longevity expectations.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis revealed that the allegation against the device was confirmed. The device was returned for unknown reasons and found out to have no telemetry upon analysis. Severe depletion of the battery was the cause of the no telemetry condition wherein the root cause of the battery depletion was unknown. The depleted cell was then replaced and after which, the device passed all testing and functioned properly.